Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8. Was this device serviced by a third party? No. The complaint investigation for observed false positive alinity I anti ¿ hbs results included a search for similar complaints, and the review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue of false positive patient results. Trending review determined no trends were identified for the lot number 10198fn00 related to the issue. Clinical specificity testing was performed using an in-house retained kit of the complaint lot 10198fn00. Acceptance criteria were met indicating the lot is performing acceptably. Device history record review of lot 10198fn00 did not show any non-conformances or deviations. Labeling and literature review, ¿interferences in immunoassay¿, tate and ward (2004), clin biochem rev, vol 25, 105, were reviewed and adequately addresses the issue under review. The overall specificity for the alinity I anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive and result values of < 10.00 miu/ml as nonreactive) was estimated to be 99.76% (for total donors) at the lower 95% confidence level, therefore false reactive results may at times occur. False elevated results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. To ensure consistency in results, re-centrifuge specimens prior to testing if they contain fibrin, red blood cells, or other particulate matter. Per product labeling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. In this case, the patient had no chronic disease, nonreactive results were obtained for hbsag and the patient was historically negative for anti-hbs. Based on the investigation, no systemic issue or deficiency was identified for the alinity I anti-hbs assay, lot number 10198fn00.a2 - age at time of event = initial: blank / updated: 47 a2 - age units (patient) initial: ni / updated: years a3- sex initial: ni / updated: male

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number: 7p88. Patient information: sid: (B)(6).

Event description:
The customer reported false reactive alinity I anti-hbs results for a (B)(6)-year old male patient. The following information was provided (cutoff range is >/= 10 miu/ml): on (B)(6) 2020, sid: (B)(6)= initial result = > 1000.00 miu/ml, repeat result = > 1000.00 miu/ml other laboratory tests were performed: psa = 0.491 ng/ml, hbsag = 0.00 iu/ml, anti-hcv = 0.05 s/co, syphilis = 0.06 s/co the patient¿s previous anti-hbs results generated a nonreactive result. There was no impact to patient management reported.